Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error for cassette not attached properly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubble on the downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal ¿ bubble. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.